Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd infection which was manifested by cloudy effluent. The cause of the event was not reported. It was reported the patient was not hospitalized for the event. Four days after event onset, the patient received unknown ¿emergency treatment for the event (no further details). At the time of this report, the patient was not recovered from the event. Action with pd therapy was not reported. No additional information is available.